Event description:
It was reported that the device alarmed for depleted battery after wireless communication module was installed and pole clamp bracket was tightened / out of box failure during implementation at customer site. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to verify the reported problem. It was determined that the defective wireless communication module was the root cause. The pump itself passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.